Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra mini meter gave inaccurate results and an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation and medical surveillance specialists listening back to the call. The patient reported the issue began (B)(6) 2014, the patient. The patient alleged obtaining an inaccurate results of ¿high ¿with the subject meter and ¿47 mg/dl¿ (ot ultra mini). The patient also mentioned receiving a test result of ¿194 mg/dl in the morning which is higher than normal, and then again at noon recorded a result of ¿306 mg/dl¿ the patient told the cca that she had not eaten anything that morning. Other results obtained included ¿very low and 47 mg/dl¿ (date and time unknown) and on another occasion ¿258, 114 and 270 mg/dl¿ (date and time unknown). The patient bought another one touch ultra meter and recorded an inaccurate result of ¿268 mg/dl. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision/accuracy. The patient manages her diabetes with insulin (no-adjustments). The patient claims she developed symptoms 3 times ((B)(6) 2015, unknown and first week of february) symptoms included ¿dizziness, bouncing of the walls, blanking out, soaking wet and shaky¿ the patient reported the symptoms started before and after the product issue began, however the first lot of symptoms start 24 hours after the product issue. The patient alleged being treated by the emergency services (ER) and was treated with insulin when sugars were high and glucose when bottoming out. The patients¿ blood glucose results from the ER meter were ¿high, high and 47 mg/dl¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct approved sample was used and the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. The patient could not recall the meter messages; she just remembers lots of errors. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.